Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unknown location (reported as from port and seams). The leaks were discovered during filling. There was no patient involvement. No additional information is available

Manufacturer narrative:
The lot was manufactured july 20, 2018 - july 23, 2018. The device was received for evaluation. Visual and microscopic inspection revealed a small tear in the lower right side near the edge in front of the bag. Functional testing was performed and revealed a leak from the tear. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.